Manufacturer narrative:
Additional information was received and noted that regarding the thrombocytopenia, it started (B)(6) 2024 post explant of device (provided as date captured to section d6b). Consequently, update was made to reflect the implant date as well. As the actual event date still remains unknown, the date of the thrombocytopenia occurred is captured as the provisional event date. Note: investigation and its conclusion as previously reported remains unchanged.

Event description:
A notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry was received regarding a patient that experienced a massive epistaxis, thrombocytopenia, and a ventricular tachycardia arrest all with a possible relationship to the impella device used. The patient presented in cardiogenic shock. Echocardiogram reflected ejection fraction of 10% with moderate to severe mitral regurgitation and right ventricular dysfunction. During an attempt to place a swan the patient went into sustained ventricular tachycardia and the decision was made to place the impella 5.5 device. The patient remained on support for approximately four days. On day three it was noted the patient still very little pulsatility noted with left ventricular assist device (lvad) planned for the following day. The impella 5.5 device was explanted the following day with a survived outcome (it is unknown if the lvad was placed). As reported per the registry, the patient underwent esophagogastroduodenoscopy (esd) without obvious source of bleeding from esophagus. The egd was negative. However, the patient was found to have massive epistaxis, likely oropharyngeal bleeding. Rhino rockets and packing were completed, and the patient was given afrin and epinephrine. The packing removed approximately six days later, and patient had some recurrent bleeding. Repacking with rhinnorocket was completed. The patient required a total of 10 units of packed red blood cells products. The patient recovered with no sequelae. Several days later it was noted the patient's platelets decreased post-procedure. Likely consumptive. Subcutaneous heparin was stopped. A total of 7 units of platelets were transfused between over a five-day period. It was noted the patient did not recovered/event not resolved. And approximately five days later after the thrombocytopenia event, the patient's amiodarone had decreased, and the patient went into ventricular tachycardia arrest. The patient given epi and shocked with return of spontaneous circulation achieved. The patient was noted following commands post-code; the patient recovered with no sequelae.

Manufacturer narrative:
Event date and implant/explant dates are conflicting and are being clarified. Consequently, these respective dates fields were wittingly left blank. Should additional/clarification information be received a supplemental MDR will be submitted accordingly. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. However, an investigation was completed and noted the following: vascular damage peripheral vessel and thrombocytopenia root cause(s) could be determined since the product was not returned, and insufficient clinical details were provided. However, additionally, the cardiac arrythmia (ventricular tachycardia/ventricular fibrillation) can be reported during impella support. However, to make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease, timing of the arrythmia event in relation to impella support (during or post-implant), electrocardiogram (EKG) recordings of the arrhythmia episodes, evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances, assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements, presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities, response to any antiarrhythmic treatments or interventions during the event, any documented device-related issues or complications during impella support, evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand, and review of any concomitant medications that may influence cardiac electrophysiology. Furthermore, with a returned impella device used, it can be inspected for any burrs or rough edges that may contacted the heart wall. Therefore, to determine the true root cause of the ventricular tachycardia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary clinical information was not provided and the device was not returned, the root cause of the ventricular tachycardia was not determined.